Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having issues fully emptying their bladder. They wanted to make an adjustment so this would stop. Contributing factors were unknown. It was unknown if the issue was resolved.